Event description:
It was reported that the patient was sitting at the table talking when suddenly the patient stopped talking and collapsed. The exact cause of death is unknown. The device system was implanted and in use at the time of the event. There are no indications that the device failed, no complaints or allegations against the device system have been made. This is being reported due to the lack of information available about the cause of death and inability to rule out device involvement completely.

Manufacturer narrative:
Product event summary - evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4).